Event description:
(B)(4).

Manufacturer narrative:
The technician found the bed exit functioned as designed and the issue was due to user error. The technician in-serviced the account on the bed exit function to resolve the issue.